Event description:
During surgery, the surgeon assembled the torque wrench connector to the torque wrench. When the surgeon tightened the screw of the offset connector, hex of the screw deformed. Therefore, the surgeon changed the offset connector to brand new product but there was a surgical delay of 2 and half hours.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; results: material analysis was performed on the returned offset connectors and it was determined that one of the screws jammed due to galling between the set screw threads and the offset connector threads. The other set screw jammed because a particle was lodged between the threads. The particle likely came from the patient. Conclusion: the customer reported trio lx small connector set screw jam was confirmed via visual and functional inspection. The event resulted in 75 minute delay per device, which is in-line with the referenced fmea document. No manufacturing issues were identified during manufacturing review.

Event description:
During surgery, the surgeon assembled the torque wrench connector to the torque wrench. When the surgeon tightened the screw of the offset connector, hex of the screw deformed. Therefore the surgeon changed the offset connector to brand new product but there was a surgical delay of 2 and half hours.